Manufacturer narrative:
On 21-nov-2024, additional information was received indicating no additional intervention was required and no extended hospitalization. On 28-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the h6. Medical device problem code of ¿appropriate term/code not available (a27)¿ was used to represent patient event non-serious. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a vizigo and the side port of the vizigo sheath came off and arterial blood flowed out. The vizigo sheath was placed in left ventricle (lv). The event occurred after mapping was performed in premature ventricular contraction (pvc) with the octaray and the catheter was replaced with an ablation catheter. While the physician was doing something else for 1-2 minutes and was not looking at the side port, the bleeding occurred, so the physician wasn¿t touching the side port when it came off. Then while controlling the bleeding from the side port, the sheath was replaced to another new one and the procedure was continued. No bubbles were found and no air was introduced into the patient. The physician's opinion on the health hazard and its involvement with the product is that it is causally related to the product. It was thought there was bleeding of around 100 to 150 cc of arterial blood. Luckily, there was no adverse effect on the patient¿s hemodynamics. However, if the time while the physician spent away from the side port was a little longer, it would have become a very serious complication.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a vizigo and the side port of the vizigo sheath came off and arterial blood flowed out. The vizigo sheath was placed in left ventricle (lv). The event occurred after mapping was performed in premature ventricular contraction (pvc) with the octaray and the catheter was replaced with an ablation catheter. While the physician was doing something else for 1-2 minutes and was not looking at the side port, the bleeding occurred, so the physician wasn¿t touching the side port when it came off. Then while controlling the bleeding from the side port, the sheath was replaced to another new one and the procedure was continued. No bubbles were found and no air was introduced into the patient. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the irrigation tube was separated from the side port. The supplier analysis findings was that the glue around the stopcock tubing was noticed to be insufficient, especially on one side. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer was confirmed. The root cause of this issue is related to the manufacturing process. Internal actions were created to address the separation of the tube from the side port. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).